Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose was between 100-115mg/dl within 11-20 minutes, >1mg/dl per minute and >20mg/dl. Patient did not experience any adverse events. No further information has been reported.